Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. The patient stated that there was an open clamp on an unused line, although the line was capped. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the patient reported an open clamp on an unused line, which is a use error that can result in this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely, and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.